Manufacturer narrative:
After testing bed, the technician found that the head up valve was not responding. The technician replaced the head up valve to repair the bed.

Event description:
Info received indicates the head of the bed will not go up.